Manufacturer narrative:
The device was reported to have been put in the waste container and will not be returning for analysis.

Event description:
It was reported that while using the surgical fiber during an ohns procedure (otolaryngology/head and neck surgery), the fiber broke off at the base. Patient outcome: "not harmed" - there was no injury reported.